Manufacturer narrative:
Visual analysis of the returned device identified: deformation, weight to the spec . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
The events of "severe depression", and "fever" are not considered device related. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade unknown, ¿rupture,¿ ¿debilitating physical pain and mental suffering,¿ ¿pain, tenderness,¿ ¿mental stress, anxiety, worry, humiliation, fear, and other personal hardship due to the continuous fear of biaalcl,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered emotional distress, anxiety loss of quality of life." Patient representative also reported patient experienced ¿disability," ¿malaise,¿ ¿rashes¿ and ¿migraines;¿ these events are not related to the device.

Event description:
Patient reported "I have incidents where my breast esp left one swells as big as a ball and hurts to the point it can not be touched, [¿] , and a lesion where puss comes out and it has never went away. I've been to my surgeon which I had to pay for a drain that got nothing out of. I have severe [¿] anxiety due to fact I thought I was nuts cause I've been made to feel that way." Affected side is left side. Patient additionally reported "severe depression" and "fever;" these are not considered device related. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "breast left one swells as big as a ball and hurts to the point it can not be touched, fevers, and a lesion where pus comes out and it has never went away. I've been to my surgeon which I had to pay for a drain that got nothing out of. Severe depression and anxiety due to fact I thought I was nuts cause I've been made to feel that way." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "I have incidents where my breast esp left one swells as big as a ball and hurts to the point it can not be touched, fevers, and a lesion where puss comes out and it has never went away. I've been to my surgeon which I had to pay for a drain that got nothing out of. I have severe depression and anxiety due to fact I thought I was nuts cause I've been made to feel that way." Device remains implanted. Healthcare professional recommends capsulectomy; explant date has been scheduled. Left side.